Manufacturer narrative:
(B)(4). Associated products : item#:161044 oss non-mod tib plate long 75 long; lot#:822120. Item#:150478 oss poly lock pin; lot#:037020. Item#:150466 oss 7cm diahpyseal segment; lot#:211680. Item#:150477 oss poly femoral bushings; lot#:030390. Item#:150483 oss segmental stacking adapter; lot#:629570. Item#:150480 oss axle; lot#:619510. Item#:150355 oss 7cm segmental femoral lt; lot#:766270. Item#:184764 series a pat std 31 3 peg; lot#:156760. Item#:150476 oss poly tibial bushing ; lot#:037000. Item#:150464 oss 3cm diaphysel segment; lot#:445230. Item#:150493 oss reinforced yoke; lot#:206890. Item#:150411 oss tibial poly bearing 14mm; lot#:650950. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it is still implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient underwent an initial tka approximately eight years ago after a bone fracture that occurred the prior year and failed to heal. Subsequently, the patient is currently planned for a revision surgery in this month due to a broken stem; however, this date is not definite as it depends on when/where the custom implant can be supplied. There are no contributing factors that aided in causing the device to fracture.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies related to the reported event were found. X-rays were provided and reviewed by a health care professional. Review found a periprosthetic fracture which is minimally angulated and results in minimal displacement. Overall fit of the hardware appears normal. No signs of loosening. Cannot confirm or exclude fracture of hardware, but angulation of the hardware does suggest loss of integrity. It is unknown whether the bone fracture or implant fracture occurred first. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.